Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility. On june 7, 2019, the user facility further reported that per their internal investigation, they indicated that the ice machine was contaminated as it was tested and came back positive for acid fast bacilli (afb). They have been using the ice for procedures. The species is not definitive yet. The manufacturer will continue to investigate this report to obtain more details regarding the reported event. This report will be supplemented when new and significant information is received.

Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory test results and the physical evaluation results for the subject scope. The scope was forwarded to an independent laboratory for culture testing. The scope's instrument / suction channel tested negative for growth. The scope was then eto sterilized and returned to olympus for a physical evaluation. A visual inspection was performed on the received condition of the scope and there was no sign of foreign material/stain inside the instrument channel when inspected with an olympus boroscope. The instrument channel was further inspected and scrape marks were found inside the channel from the bending section side. The tip at the distal end was noted to have a char mark in the middle section of the channel opening. The likely cause of the char mark at the distal tip of the scope could be attributed to an unintended operator¿s technique, i.e.. Endotherapy device being activated while near the channel opening. The image was inspected and the image of the scope was normal and the scope passed the leak test. The scope was repaired and returned to the user facility. A review of the instrument history record indicated the scope was purchased on october 24, 2017 and the last time the scope came in for service was october 5, 2018. An olympus endoscopy support specialist was dispatched to provide a reprocessing in-service training on all bronchoscope models. The in-service included bedside pre cleaning, leak testing, manual cleaning, and storage information contained in the olympus manual. The ess provided the user facility with supporting documentation and wall charts for reference. Based on olympus¿ investigation, the exact cause of the reported event could not be determined.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The cause of the patients' outcome cannot be determined. Investigation is still ongoing and if additional information becomes available later, this report will be supplemented.

Event description:
An olympus clinical endotherapy specialist (ces) reported that there were four patients reportedly infected with mycobacterium peregrinum after undergoing a bronchoscopy procedure at the user facility. Three out of four patients were examined with the same bronchoscope model bf-1th190 with serial number (B)(4) (patient#1, 3, and 4). Patient #1 underwent a therapeutic bronchoscope on (B)(6) 2018. The patient returned later with unspecified respiratory symptoms and was later diagnosed to be infected with mycobacterium peregrinum. Mycobacterium peregrinum takes approximately five to eight weeks to grow. There is no known treatment for m. Peregrinum. Patient #2 procedure was dated (B)(6) 2018 and was examined with bronchoscope model bf-1th190 with serial number (B)(4). The user facility standard reprocessing method includes pre-cleaning, manual cleaning followed by automated endoscope reprocessing using an oer-pro. The ces was informed that the oer-pro filters are replaced per the designated frequency. The scopes are stored in mass medical scope locker, and the hepa filter has not been changed in the last 18 months. The input charcoal like sponge filters are original as well. Each scope has undergone a bal test, saline flushed through biopsy channel and collected. The sample collected was sent to the lab for testing. The hepa filter was soaked in saline and sent out for testing as well. This is 4 of 4 reports.